Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. In the middle of carto sound mapping, the system froze and more contours could not be acquired. The system shut down and rebooted itself. The procedure continued without further system issues. Later in the procedure, a small pericardial effusion was noticed as the patient developed chest pain. The pericardial effusion was confirmed by intracardiac ultrasound. There was no acute medical intervention provided. No ablation was performed before the adverse event was identified. The patient did require extended hospitalization of an extra day for monitoring. The patient fully recovered. A factor that may have contributed to the event was that the patient took several large breaths which moved the catheter more inferior and apically with some large forces measured on the smart touch bidirectional catheter. The smart touch bidirectional catheter was in close proximity to the his catheter, right ventricle catheter and ICD lead which were all in the right ventricle. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/21/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump , model #: m-4900-08, serial #: (B)(4). Soundstar catheter , model #: m-5723-12, lot #: unknown. (B)(4). Event description continuation: the physician¿s opinion regarding the cause of this adverse event is that it was procedure and patient condition related. Cardiomyopathy of nonischemic (nicm) with involvement at the free wall of the right ventricle. Settings during the event include: 2ml/min during mapping. This patient event was assessed as a serious injury reportable under a smart touch bidirectional catheter.

Event description:
It was reported that a patient, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and the patient suffered a pericardial effusion. The patient's medical history was unknown. In the middle of carto sound mapping, the system froze and more contours could not be acquired. The system shut down and rebooted itself. The procedure continued without further system issues. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, this issue was assessed as not reportable. Later in the procedure, a small pericardial effusion was noticed as the patient developed chest pain. The pericardial effusion was confirmed by intracardiac ultrasound. There was no acute medical intervention provided. There was no transseptal puncture performed. The event occurred during the mapping phase. No ablation was performed before the adverse event was identified. The patient did require extended hospitalization of an extra day for monitoring. The patient fully recovered. No sheath was used. A factor that may have contributed to the event was that the patient took several large breaths which moved the catheter more inferior and apically with some large forces measured on the smart touch bidirectional catheter. The smart touch bidirectional catheter was in close proximity to the his catheter, right ventricle catheter and ICD lead which were all in the right ventricle. The patient received prophylactic 2000units of heparin. No act level was maintained as this was a right sided procedure.